Manufacturer narrative:
.

Event description:
Device malfunction: prematurely deployed stent. Time of device malfunction: during preparation. Symptoms/ae: none. It was reported that during prep, the stent prematurely deployed outside of the pt's body. There was no pt involvement. No add'l info available.